Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: data not available omnipod software app version: 3.1.6 operating system: bp2a.250605.031.a3.s911usqs7ezci hardware: sm-s911u cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the needle deployed but the pink slide did not move forward, indicating a needle mechanism failure. The pod was worn between 4 and 24 hours. The patient reported being unsure if the cannula was properly seated in the infusion site. No treatment and no blood glucose levels were reported.